Event description:
The handle of the instrument has a crack.

Manufacturer narrative:
Examination of the returned instrument confirmed the cracked handle. The root cause is attributed to heavy usage/wear out. The date code ag0707 indicates the instrument was manufactured in july of 2007 and is almost 8 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.